Event description:
The device was implanted by dr in 2007. Medtronic rep was present in the cath lab during the procedure. The pt was discharged the next day. Two days later, she presented to the emergency dept with similar complaints that she had prior to the insertion of the pacemaker. It was discovered or suspected that the leads may not be placed properly. Dr disclosed this to the pt. Two days later, the pt was returned to the cath lab for the revision of her pacemaker. It was confirmed at that time that the leads were not placed properly in the generator. They were reinserted into the proper positions. According to the operative report the pacemaker was interrogated and found to have adequate thresholds. There were no complications.